Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the device noted brown particles, deformation, and creases on the shell of the device. A weight test verified that the device was within specification. Microanalysis noted wear/abrasion and delamination assessed as adhesive failure on the posterior side. The events of seroma and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was due to seroma and alcl diagnosis. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported right side "seroma" presenting on 2 separate occurrences, approximately 6 months apart and "anaplastic large cell lymphoma." Pathology results of seroma fluid are ¿cd30 ¿ positive, including membrane activity¿ and ¿alk-1 ¿ tumor cells are negative.¿ the device has been explanted.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).